Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, mobility. Concern related to possible contiunued anti-resorptive (fosamax) as bridging technique